Manufacturer narrative:
The device is currently being evaluated. A follow up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip of the driver broke off into the screw head. The tip of the driver remains in the screw head in the patient. No further complications were reported as a result of this incident.

Manufacturer narrative:
Corrected information: h3. Yes. H6. Investigation findings: 3252. Investigation conclusions: 61. Device evaluation: visual inspection confirms the distal tip of the driver has sheared off. The failure is likely due to the input torque exceeding the strength of the tip. Review of device history records showed no manufacturing or processing irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.